Event description:
It was reported that during the implant procedure the right cylinder was tried not used with an inflatable penile prosthesis (ipp). The ipp right cylinder was not implanted and only the right cylinder was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.